Event description:
Patient reported, right side rupture. Later, healthcare professional confirmed, rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: creases are observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture. Healthcare professional reported right side rupture found via MRI. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Healthcare professional reported right side rupture found via MRI. Device remains implanted.